Event description:
It was reported intermittent ongoing occlusions alarms occurred. At the time of report the customer indicated insulin therapy was resumed; however, occlusions recurred. Upon call back, tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer continued to use the pump for insulin therapy with a backup plan if necessary. There was no reported adverse impact to the customer¿s blood glucose level.